Event description:
It was reported that during a pulse ablation procedure, the sheath suddenly could not be bent. Repeated troubleshooting was performed, but the issue could not be resolved. The sheath was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012643462 was returned and analyzed. Visual inspection of the shaft area was performed. The inspection identified a shaft kink/twist at two locations approximately 1.5 inches and 2.5 inches from the tip. Functional testing of the steering mechanism and deflection revealed the shaft did not move and not bend. Dissection of the returned sheath revealed a broken pull wire in the handle area. In conclusion, the sheath failed the returned product inspection due to a kink/twist observed on the shaft and a broken pull wire observed inside the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.